Manufacturer narrative:
There is no additional information for the event as yet. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. Upon inspection and testing, it was observed that the device would not stay on. This was attributed to the device switch that was of the old type. Additionally, the device also had cracks in the front panel and a third-party bulb with 500 hours.

Event description:
The device came in for repair for an issue of not being able to turn off, when the issue of powering on was observed. There is no patient involvement.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, and h10. There is no available repair history for the device. Root cause of the issue cannot be conclusively determined. Likely causes can be as follows: ¿ from the date of manufacture (april 18, 2013), it is assumed that the power switch was damaged because the amount of operating force and the number of times the power switch was applied exceeded the assumed value, since the product was a product before the countermeasure due to a design change of the power switch. ¿ damage of the front panel was caused by accidentally hitting a hard object on the front panel. ¿ third-party lamp was used by inadvertently or design disregarding the description in the instruction manual and attaching a non-desired lamp (non-specified product).